Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates intermittently. Reportedly, the cartridge was filled with approximately 200-225 units of insulin, review of the pump data logbook showed that the customer fills the cartridge with 200 units, and the insulin gauge was accurate at 160 units. Multiple attempts were made by tandem technical support to relay the information; however, the customer was unable to be reached. There was no reported impact to the customer's blood glucose level.